Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a physician that the pt came into the office "not feeling the vns". The pt was said to be very depressed, so diagnostic testing was performed, which resulted in high impedance. The device was disabled and x-rays were taken. There was no known trauma or manipulation to the pt or device. The x-rays were reviewed by the MFR. The connector pin appeared to be fully inserted, the filter feed thru wires appeared intact, and the lead wires appeared intact at the connector pin. No obvious discontinuities were observed. However, an acute angle in the lead body was noted where the lead exits the final tie-down before heading caudally toward the generator can. The pt's last known settings were from (B)(6) 2010 and last known diagnostics on (B)(6) 2009 showed the device to be properly functioning. A revision surgery in the future is likely.